Event description:
The customer reported that the ventilator went vent inop and alarmed due to a data acquisition pcba adc failure. The customer reported the device was in use on a patient and there was no patient harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. As the device was out of warranty, the distributor biomedical engineer contacted manufacturer's product support (pse) for assistance. The biomedical engineer was able to duplicate the reported problem. Pse advised evaluation of the data acquisition pcb board and data acquisition pcb to motor controller pcb cable for the reported problem. The distributor biomedical engineer reported that she return the unit to their facility for repair and evaluation. The distributor bio-med supervisor stated that he doesn't know when the unit will be repaired.

Manufacturer narrative:
Device out of warranty; no request for manufacturer's service. The unit is not repaired. Per the distributor, they don't know when the unit will be repaired.